Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring did not come out when deploying. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4) the device was returned to the factory on 01/13/2020. An investigation was conducted on 02/07/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observe on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue slide lock not disengaged. The delivery device was removed from the loading device and the seal and tension spring assembly remained inside the loading device. The dimensions of the delivery tube were taken. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. Measurements of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring did not come out when deploying. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) spring did not come out when deploying. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).